Manufacturer narrative:
Initial and final MDR 1895220 - MDR 8021545-2024-01493 - device 2 of 6. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Infusion set has been used for less than one day. Insertion area was prepared by alcohol. No further information available.